Manufacturer narrative:
Other applicable components are: product ID: 3889 lot# vaikokw, implanted: (B)(6) 2017, explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of device not working properly and the lead break during the trial was use error; the lead was accidentally cut during home dressing change. The device worked appropriately prior to this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that when the patient was standing or walking around they felt discomfort and pain from the stimulation. Patient was advised they could turn down stimulation if they were feeling too much in one position. The issue was reported as unresolved. Additional information was received. Patient stated they went to their medical doctor due to a broken lead and the device not working properly. Patient was scheduled to have full implant the following monday. Patient further stated the lead broke and the wires had been removed. No further complications were reported or anticipated.